Event description:
It was reported that the 9800 system would not boot up. The unit is only booting to 5 arrows and it stops. There was no report of patient injury.

Manufacturer narrative:
The reported issue is currently under investigation. A follow up report will be filed when additional details become available.